Manufacturer narrative:
During inspection of the enterprise 9000x bed, with serial number: (B)(4) in (B)(6) hospital, arjo technician noticed that the bed was bent in the middle section and there was a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The same observations regarding bed¿s frame failure were made also on 5 other enterprise 9000x beds within this facility. All represent the same type of damage. There was no information regarding the patient. No injury was reported. Following the arjo service technician's opinion, the reported bed¿s platform failures could have been caused by blocked movements of the bed, caused by the hospital pendant (located over the corner of the bed). The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with the obstacle in the position of 45 degrees and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 9000x bed (IFU 746-591-en-3). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Based on the information gathered and device analysis results, the first scenario is considered as a major contributing factor for failure occurrence. It may be also proven by the scratches visible on the bent head-end safety side rail cover. In summary, the enterprise 9000x bed did not meet the manufacturer¿s specifications. There was no indication regarding the patient lying on the bed when this malfunction was observed. The complaint decided to be reportable in abundance of caution because the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Event description:
During inspection of the enterprise 9000x bed, with serial number: (B)(4) in (B)(6) hospital, arjo technician noticed that the bed was bent in the middle section and there was a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The same observations regarding bed¿s frame failure were made also on 5 other enterprise 9000x beds within this facility. All represent the same type of damage. There was no information regarding the patient. No injury was reported.